Manufacturer narrative:
The particular device is not under service contract. The hospital's biomed reportedly has replaced the ventilator motor; the device is back in use w/o further problems. There is neither a log file available which would capture the sequence in question nor were any parts available for return; the only information transferred by the biomed were some error codes he found in the log. These codes confirm that there was a problem with the motor which was the root cause for the shutdown. The motor speed is being monitored continuously; speed fluctuations caused e.g. By an abraded collector disc will result in a deviation between measured and expected piston position. To prevent from damages to the ventilator system the device shuts down automatic ventilation and alerts the user to this condition by means of a corresponding alarm. Manual ventilation and the monitoring functions remain available to the full extent. The repair exchange of the motor unit has obviously solved the device problem. Dräger finally concludes that the device behaved as specified upon the malfunction of a single component; no patient consequences have been reported. The motor is designed for a lifetime of 10 years at standard use conditions. The respective unit was produced in 08/2008; it can be considered that it has lasted for the expected runtime. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that a ventilator failure occurred during use of the machine; no patient consequences have been reported.